Event description:
A representative of a vision correction clinic reported that during a surgery, a system message was displayed that could not be reset. The system was exchanged with less than a ten minute delay, and the surgery was completed with no harm to the pt.

Manufacturer narrative:
The company representative examined and tested the system and found it met product specifications. Preventive maintenance was performed. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the reported event is unk. (B)(4).